Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: neu_unknown_ext (serial: unknown); product type: 0191-extension. Brand name: activa; product ID: 37086 (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the percept-pc device required replacement due to normal battery depletion, and impedance on contact 1 was measured at 40 ohms. Anomalies were detected in both extensions. Pieces of a shunt catheter were placed over the anomalies in the extensions. The percept-pc device was explanted, while the legacy-extension devices remain implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6) found a feedthru anomaly. There was significant cracking was observed in the solder joint of the capacitor of the e5 feedthrough. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.